Event description:
It was reported through the results of a clinical trial that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, vessel dissection was identified after two inflations in the right superficial femoral artery. Reportedly, the dissection was treated with a stent. The event was considered to be resolved. The patient was discharged the same day as the index procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned, but medical records were provided. The medical records state that the balloon would not traverse the distal portion of the lesion where it was most calcified. Therefore, the investigation is confirmed for the reported advancement issue, based on the provided medical records. Based on the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2020), (manufacturing date: 03/2018).

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and a review is currently underway. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2020, manufacturing date: 03/2018.

Event description:
It was reported through the results of a clinical trial that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, vessel dissection was identified after two inflations in the right superficial femoral artery. Reportedly, the dissection was treated with a stent. The event was considered to be resolved. The patient was discharged the same day as the index procedure. The current status of the patient is unknown.